Event description:
This event is reportable based on the product analysis approved on 01/29/2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, a stent was unable to cross the lesion. While performing a pci for angina pectoris, the physician could not cross the target lesion located in the calcified and moderately tortuous mid to distal right coronary artery. Treatment consisted of pre-dilation with a 2.0mm non bsc balloon, the placement of an unk 3.0x28mm taxus drug eluting stent and the attempted placement of a 3.0x24mm taxus express2 drug eluting stent which was unable to cross the lesion. The procedure was completed with a 3.0x20mm taxus express2 drug eluting stent. There were no pt complications. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows 1 to 2 from the proximal edge were bent distally. This was 0.38mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked approx. 59.1cm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. A review of the MFR record for this particular batch shows that the device met is material, assembly, and product specs. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.